Event description:
Patient underwent scheduled robotic cholecystectomy. During utilization of port closure device system, two pieces of the metal prong broke. Provider immediately aware. Metal prong pieces appropriately removed and cavity explored for validation of no retained objects. Cavity closed, counts completed. Patient remained in stable condition.